Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06201. It was reported the pt would like the scs system explanted. The reason for the explanting of the system is unknown at this time. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.